Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the broken device was confirmed. The clinical/medical investigation concluded that, smith and nephew has not received supportive clinical documentation to fully evaluate the complaint nor was the device returned to determine a root cause of the reported failure. Per subsequent e-mail, the incident occurred at the time of the surgery and there was no debris left in the patient's wound. In addition, no further clinical information, on the patient or the incident can be provided. Based on the information provided, there was a delay of 10 minutes and the procedure was completed using a smith & nephew back up. Since no patient harm has been alleged, no further clinical/medical assessment is warranted at this time. Should additional relevant clinical documentation be provided, this complaint would be re-assessed. A review of complaint history did not reveal additional complaints for the listed device for the same failure mode. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a tka the gii post ref sizing gde was broken inside of the patient. There was a delay of 10 minutes and the procedure was finished using a smith & nephew back up. Patient was not harmed.